Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the disposable caused a device exhibited a 'cassette not locked' alarm. Biomed tested the device and it passed the checkup. Additionally, a device was attached to the cassette, the infusion started then alarmed in the middle of infusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection revealed no discrepancies found in the device. During functional testing, no discrepancies were found. The failure mode was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.